Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, within the same surgery, due to excessive vaulting. The lens was exchanged for a shorter lens within the same surgery and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic bent and residue on the lens. Claim#: (B)(4).